Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the p/u failure was isolated to a corrupted sd card. The root cause for the defected sd card could not be positively identified. No adverse event resulted from the defective sd card.